Event description:
Upon removal of the iskd lengtheners (bilateral lengthening), the doctor noticed a crack on both of the lengtheners. The patient had achieved the lengthening goal and no issues with the iskd lengtheners were reported during the treatment.